Event description:
It was reported that the surgeon complained about accuracy of the system. No further information was provided; attempts to obtain additional information are ongoing.

Event description:
It was reported that the system was 5 mm inaccurate during a procedure conducted at the user facility. No adverse consequences or clinically significant delays were reported with this event.

Manufacturer narrative:
The reported event of inaccuracy could be confirmed based on the review of the provided image. The correct imaging protocol was not utilized for this case. The imaging protocol states to scan the whole head of the patient for an accurate registration.

Event description:
It was reported that the system was 5 mm inaccurate during a procedure conducted at the user facility. No adverse consequences or clinically significant delays were reported with this event.